Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Confirmatory gram stain was performed and no organism was found. Results were not reported and there was no patient impact.the following information was provided by the initial reporter:it was reported that fx441386 / false positives.

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx bottom instrument (p/n (B)(4). , s/n (B)(6). ). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd service communicated with the customer and requested for the log files. Log file review revealed no issues with the instrument. This is an unconfirmed failure of the bd product as the issue was not verified. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 4/15/2019. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure, no new or modified risks associated with this failure mode. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Confirmatory gram stain was performed and no organism was found. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that fx441386 / false positives.